Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a 48-year-old female patient who had essure inserted (lot no. A66684). The patient had a medical history of parity 3 and multi gravida. Previously administered products included: oral contraceptive nos and depo provera. The patient had a family history of psoriasis, colitis and psoriasis. Concurrent conditions were listed as heartburn, dysfunctional uterine bleeding, lactose intolerance, arthralgia, plantar fasciitis, tendonitis, tendonitis, rash, anxiety disorder and pelvic pain female. Concomitant products included tylenol (paracetamol) for arthritis, alesse (ethinylestradiol, levonorgestrel) and citalopram (citalopram hydrobromide) for depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2024, 3919 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on (B)(6) 2015 pelvis and left hip test: no hip joint pathology on either side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: the initial scout films showed well-placed microinserts bilaterally. Injection of contrast shows a normal uterine cavity. There is no fill or spill of either fallopian tube. The patient tolerated the procedure well. She was advised of these results. She may discontinue alternate contraception. The patient has had fallopian tube surgery. Contrast was injected into the uterus. No extravasation was seen. The uterus shows no abnormality. [Pregnancy test urine] on (B)(6) 2013: negative. Lot number: a66684 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-aug-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a 48 year-old female patient who had essure inserted (lot no. A66684). The patient had a medical history of parity 3 and multi gravida. Previously administered products included: oral contraceptive nos and depo provera. The patient had a family history of psoriasis, colitis and psoriasis. Concurrent conditions were listed as heartburn, dysfunctional uterine bleeding, lactose intolerance, arthralgia, plantar fasciitis, tendonitis, tendonitis, rash, anxiety disorder and pelvic pain female. Concomitant products included tylenol (paracetamol) for arthritis, alesse (ethinylestradiol, levonorgestrel) and citalopram (citalopram hydrobromide) for depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2024, 3919 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on (B)(6) 2015 pelvis and left hip test: no hip joint pathology on either side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: the initial scout films showed well-placed microinserts bilaterally. Injection of contrast shows a normal uterine cavity. There is no fill or spill of either fallopian tube. The patient tolerated the procedure well. She was advised of these results. She may discontinue alternate contraception. The patient has had fallopian tube surgery. Contrast was injected into the uterus. No extravasation was seen. The uterus shows no abnormality [pregnancy test urine] on (B)(6) 2013: negative. The most recent follow-up information incorporated above includes data received on: 26-jul-2024: medical record received. Lot number added. Lab data including surgical pathology report added. Essure insertion & removal dates were added. Concomitant conditions & drugs were added. Medical history added. Patient date of birth, demographic details updated. Essure removal surgery details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.